Manufacturer narrative:
The harmonic ace curved shears instrument insert has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: a metal part of the harmonic ace curved shears instrument insert fell into the patient during a surgical procedure and was retrieved. At this time, it is unknown what caused or contributed to the harmonic ace curved shears instrument insert falling into the patient. The initial reporter indicated that no patient harm, adverse outcome, or injury occurred.

Event description:
It was reported that during a da vinci assisted thoracic procedure, the metal part of the harmonic ace curved shears instrument insert broke off and fell inside the patient. The instrument fragment was removed during the same procedure laparoscopically and the instrument was replaced with another harmonic ace curved shears instrument insert. The customer reported that shortly after replacement the metal part of the second harmonic ace curved shears instrument insert broke off and fell inside the patient. The instrument fragment was removed during the same procedure laparoscopically using a da vinci instrument. The customer replaced the second harmonic ace curved shears instrument insert with another instrument of the same type and the planned surgical procedure was completed with no further incident. The initial reporter indicated that no patient harm, adverse outcome, or injury occurred. Please find related MDR for the second harmonic ace curved shears instrument insert on patient identifier: (B)(6).

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument blade was broken. The blade was detached at the distal end. The broken piece was not returned with the instrument. The remaining portion of the blade showed some scratch marks on the outer edge, which can be attributed to instruments collisions. The fracture surface presents some striations, with only one crack originating on the outer surface. The failure mode known is fatigue failure, possibly as a result of tension-compression loading conditions. The most common cause of this failure is mishandling/misuse. Additional findings also noted during failure analysis investigation, it was also noted that the clamp arm was dislodged from the inner tube. The tabs that connect the clamp arm to the inner tube were still attached, but the slots were broken. Evidence is not conclusive to determine if the clamp arm got dislodged first, or the blade broke first. The most common cause for this failure is caused by overloading the tips. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted. Please accept this record as request to retract this medwatch report. Device evaluation and additional information can be found in sections. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.